Event description:
It was reported that six days post implant, the lead was explanted due to out of range threshold, no capture, and insulation failure. It is noted that the patient developed exit block. No patient complications have been reported as a result of this event.